Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined. Complaint history check: a complaint history check was performed and this is the first related complaint reported for the defect/ condition on lot number 2283154.

Event description:
The reporter stated that they had just taken 26 units of novolog in the stomach, went to remove the needle and it broke off. The customer was unable to remove the needle. Went to the emergency room and an ultrasound was performed. A needle was identified about an inch down. Instructions were to leave the pieced of needle alone and it would work itself out. No further medical attention sought.